Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed an unacceptable voltage droop following the performance of a manual capacitor reformation.